Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent up arrow button due to corroded keypad traces. No button error alarms noted. No unexpected display ramping on its own anomaly noted. The device was received with cracked case at display window corners, cracked battery tube threads, and minor scratched lcd window.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the keypad was scrolling. Customer stated that they were working out prior to the alarm. Customer's blood glucose reading at the time of the call was 102 mg/dl. Nothing further was reported.